Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 3 year post implant of a 26mm sapien 3 valve in the aortic position, the valve developed central regurgitation and motion restricted leaflets. A second 26mm sapien 3 valve was implanted within the preexisting valve. Tee showed the right sided leaflet was retracted and restricted in motion leading to malcoaptation of the bioprosthetic aortic valve leaflets. This resulted in eccentric, posteriorly directed, moderate to severe intervalvular regurgitation. There was no paravalvular leak, pht was 338 msec. There was no diastolic flow reversal in the aortic arch.

Manufacturer narrative:
No imagery was returned. The devices were not returned to edwards lifesciences for evaluation. Therefore, no visual, functional, or dimensional analysis could be performed. DHR (device history record) review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, post procedure care: medications. Anticoagulation and anti-platelet therapy. Thv recipients should be maintained on anticoagulant / antiplatelet therapy, except when contraindicated, as determined by their physician. Plan for resumption of pre-procedure medications. Dvt prophylaxis as per standard care. No IFU/training deficiencies were identified. During manufacturing, the valve frame and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaints were confirmed based on medical record provided. A review of DHR, lot history, and complaint history review did not identify any manufacturing nonconformities that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the report, approximately 3 year post implant of a 26mm sapien 3 valve in the aortic position, the valve developed central regurgitation and motion restricted leaflets. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or nonfunctioning leaflet including leaflet impingement in a highly calcified native valve. It could also be a result of too ventricular deployment of the valve in combination with native leaflet overhang. Occasionally there are cases where the root cause of the nonfunctioning leaflet cannot be determined. All these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets. For this case, without additional information/imagery, a definitive root cause is unable to be determined. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient related factors or structural valve deterioration, including calcification, noncalcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Per the report, tee showed the right sided leaflet was retracted and restricted in motion leading to malcoaptation of the bioprosthetic aortic valve leaflets. This resulted in eccentric, posteriorly directed, moderate to severe intravalvular regurgitation. In this case, the leaflet motion was restricted affecting the proper functionality/coaptation of the leaflets, leading to central regurgitation. As such, available information suggests that patient factors (leaflet motion restricted) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The complaint for leaflet motion restricted in patient was confirmed based on medical record provided. No manufacturing nonconformances were identified during the evaluation. Due to insufficient information, a definitive root cause was unable to be determined at this time. The complaint for central regurgitation was confirmed based on medical record provided. No manufacturing nonconformances were identified during the evaluation. A definitive root cause was unable to be determined at this time; however, available information suggests that patient factors (leaflet motion restricted) may have contributed to the complaint event. Since no labeling or IFU/training inadequacies were identified, corrective/preventive action nor product risk assessment (pra) is not required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.